Event description:
A hospital in (B)(6) reported that the tip of the implant holder broke off and remained in the implant. The remaining thread was removed. There was no reported harm to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.